Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the initial report. As a result of a second microbiological test conducted by the user facility on (B)(6) 2021, the sample collected from the all channels of the device were tested positive for pseudomonas aeruginosa (6 cfu / endoscope). According to the information on the reprocessing method provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The device was returned to olympus france s.a.s. (Ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. Ofr checked the device and confirmed the following: -there was a leakage from the adhesive of the bending section rubber. -the insulation resistance value of the distal end cap was out of range. -the light guide lens was chipped and the distal end cap was scratched. -the adhesive of the bending section rubber was peeled off. -there were wrinkles on the insertion tube and universal cord. -the boot was damaged. -the endoscope cover was cracked, but there were no leaks. -the angulation was insufficient. Olympus medical systems corp. (Omsc) reviewed the reprocessing method provided by the user facility, but did not obtain any valid information. At the user facility, similar events have occurred in the past. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc was unable to determine the association between the reported event and the device. -as a result of two microbiological tests performed after reprocessing by the user facility, pseudomonas aeruginosa (>187 cfu/endoscope, 6 cfu / endoscope) was detected, respectively. Bacteria were detected as a result of microbiological testing performed after ofr reprocessed the device according to the instruction manual, but the testing result cleared the french guideline. -from the evaluation result of the device, it was confirmed that there was a leakage from the adhesive of the bending section rubber. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Pseudomonas aeruginosa (>187 cfu/endoscope). Second time; (B)(6) 2021. Pseudomonas aeruginosa (6 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.